Event description:
It was reported " after the patient was catheterized and guide wire placed, it was not possible to remove the guide wire. It became "stuck" in the patient's needle, making it impossible to remove." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. The customer returned one guide wire inserted through a needle. Signs of use were observed on the guide wire. Visual analysis revealed that the needle cannula was bent around the middle of the extrusion. Kinking on the guide wire was also noted adjacent to the needle bevel. The guide wire was removed from the needle and subsequent kinking was observed in the location of the needle bending. Further analysis of the returned needle revealed that it is not the same needle normally packaged within the reported device. It does not appear to be an arrow product. Similarly, the markings on the guide wire do not match the markings shown in the product drawing. In addition to this, the dimensions on the returned guide wire do not match the dimensions of the guide wire normally packaged in this reported kit. The guide wire length measured 702mm, which is not within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.940mm, which is not within the specification limits 0.788mm-0.826mm per the guide wire product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Dimensional analysis could not be performed on the needle involved with this complaint as it is a non-arrow product. Functional analysis could not be accurately performed as neither the returned guide wire nor the cannula are the same products normally packaged within the reported finished good. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The report of a kinked guide wire was confirmed through analysis of the returned sample. Kinking was observed on the returned guide wire; however, a complete visual and dimensional analyses revealed that neither the guide wire nor the needle are the same products packaged within the reported finished good. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the discrepancy between the reported finished good number and the returned sample, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the patient was catheterized and guide wire placed, it was not possible to remove the guide wire. It became "stuck" in the patient's needle, making it impossible to remove." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".